Manufacturer narrative:
A ge service representative performed an on site investigation. All connections on the display adapter board were reseated. The control panel processor and io board were replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported there was a loss of live image. No patient injury or death was reported.